Event description:
It was reported that after a cholecystectomy procedure, the doctor had lost a patient after doing a cholecystectomy last tuesday (B)(6) 2014. The patient complicated in the ward about three hours surgery, was stabilized and taken back to theatre by a totally different surgeon. He was opened up and they discovered that his abdomen was full of blood. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was anything unusual noticed during the cholecystectomy procedure? Did the surgeon or anyone else mentioned difficulties with the device during that surgery? After the discovery that the abdomen was full of blood did the surgeon find any missing clips? Were the clips inspected after firing? Were malformed clips seen at re-op? How many clips were used on the vessel? Was a specific site of bleeding able to be identified? Was the bleeding from the cystic artery or the liver bed? Was there a transfusion? What was the approximate blood loss? Was there a post-mortem examination done and if so what were the findings? Will a copy of the report be made available to ethicon? Were any problems encountered during the original surgery? Are any devices used in the first surgery available for examination? Did the patient have any hematologic problems or was he on anticoagulants? How severe was the cholecystitis? Patient¿s sex, age, and weight? Are there any videos or x-rays available for review? Is the surgeon willing to speak to ethicon? Please explain the details of the complication and how they were addressed? How experienced is the surgeon with this device?